Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the site changed out the console and kept the centrimag on the same motor. When the problem occurred again on the (B)(6), the site changed out the motor and the console and they didn't have any issues following the device exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿set pump speed not reached: m5¿ alarm was confirmed; however, the reported event of the console screen going blank, rpms dropping to ~3200 rpm and flow blanking was not able to be confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 3 days ((B)(6) 2020 per time stamp). Events occurring on (B)(6) 2020 took place during lab testing at abbott. The console was operating a motor at a speed of ~3600 rpm with a flow of ~5.4 lpm. On (B)(6) 2020 at 16:07, the system was powered off and on and the motor was disconnected, activating a ¿motor disconnected: m2¿, ¿set pump speed not reached: m5¿, and ¿flow signal interrupted: f2¿ alarms. The motor speed dropped to 0 rpm and the flow dropped to 0 lpm when the motor was disconnected. At 16:09, a ¿system fault: s3¿ alarm activated and was able to be muted and cleared. The console was powered down again at 16:14. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned to the service depot and was evaluated and tested. The reported event was unable to be duplicated or verified. The console was tested with the returned and associated motor and a test flow probe. The motor was run at all set pump rpm speeds per procedure and there were no drops in speed or flow levels at any point. No alarms were active during testing. The console display always worked as intended. A full functional checkout was performed and the unit passed all tests and was returned to the rental pool. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6) ) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report MFR- 2916596-2020-03466, MFR- 2916596-2020-03465. It was reported that the centrimag alarm noted set pump speed not reached. The console screen was blank and the site was unable to clear the alarm. The rpms dropped to 3000-3200 while the flow read blank. The site switched to a backup console on (B)(6) 2020, patient's mean arterial pressure (map) dropped to 40's which recovered when back on flow. When the problem occurred again on (B)(6)2020, the site changed out the motor and the console. The site communicated that the motor reportedly felt hot to the touch and they didn't have any issues following the device exchange.

Manufacturer narrative:
Section b3: correction- one console exchanged (B)(6) 2020 and another on (B)(6) 2020 but unknown which one is which date. This report is to report one of the console exchanges. The other console exchange is reported in MFR report # 2916596-2020-03466 and the motor exchange is reported in MFR report #2916596-2020-03465.